Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced difficulty in detaching and reattaching infusion set tubing event on (B)(6) 2026. No further information available.